Manufacturer narrative:
Concomitant products: product ID: 3057, implanted: (B)(6) 2017, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had some pain/soreness from the procedure done the day prior to the call. A later call from the patient reported that they were not seeing a difference and that "things are uncomfortable." The caller also reported that the patient's belt keeps moving and "it's pulling the wire." The patient's stimulation was reported to be uncomfortable on program 2 after being changed. The caller indicated that on program 2 they felt that the lead "was on fire at the incision site." The patient changed back to program 1 the night prior to the call and confirmed that stimulation was now comfortable. A final call from the consumer indicated that the patient had diarrhea and needed to take imodium and had pre-op for knee replacement surgery (no allegation tis was related to device/therapy). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.